Manufacturer narrative:
The manufacturer previously became aware that a user of the rep dreamstation auto CPAP had states eye irritation, respiratory tract irritation, asthma (new or worsening), reduced cardiopulmonary reserve, cancer. No medical intervention was specified by the patient. In box h: remedial action init (rfb), remedial action initiated, recall (z) number (rfb) and recall (z) number are updated in this follow-up.

Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states eye irritation, respiratory tract irritation, asthma (new or worsening), reduced cardiopulmonary reserve, cancer. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states eye irritation, respiratory tract irritation, asthma (new or worsening), reduced cardiopulmonary reserve, cancer. No medical intervention was specified by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found (evidence/no evidence) of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error codes found. The third-party service center concludes that there was no visible foam degradation. In this report, in box h method code, results code and conclusion code has been updated/corrected.